Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -16.0/3.0/94 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting, shallow ac, and the iris being pushed forward. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens vial. Visual inspection found no tears; however the lens appeared stretched. Corrected information: the lens was explanted on (B)(6) 2018 due to excessive vaulting, shallow acd, and the iris being pushed forward. Date received by manufacturer changed from 27-dec-2071 to 27-dec-2017. (B)(4)